Event description:
The surgeon was performing a free flap case, when the 3.0mm coupler would not approximate when the rings were brought together. No additional information is available.

Manufacturer narrative:
A review of the device history record was not possible since the lot number was unavailable. A 100% functional alignment testing and 100% visual inspection for broken or missing parts and pin alignment is performed for each device during the manufacturing process. One (1) 3.0 mm coupler ring was returned. It is unknown whether the returned device is from this case or from manufacturer report number 2183620-2009-00014. The ring has one bent pin and marks along the side and surface of the ring. The marks could be the result of squeezing the ring with a surgical instrument. Functional testing cannot be performed with only one ring. It cannot be determined when the bent pin occurred. As a result, the root cause of the rings not approximating during anastomosis remains unknown.